Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently died. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for peritonitis. Treatment details were not reported. It was reported the peritonitis moved to the patient's heart not further specified. After two weeks in the hospital, the patient was discharged home to be made comfortable to die. One day after the initial receipt of this report, the patient passed away. The cause of death was not reported nor was it reported if an autopsy was performed. It was not reported if pd therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available at this time.